Event description:
A mother reported that her son experienced pink eye while using renu with moistureloc multi-purpose solution. He started having problems in 2006. He presented to his physician's office two months later and was diagnosed with a fungal corneal ulcer in the right eye (not located in the center of the cornea). He was prescribed ciproflox (1 drop in right eye every 15 minutes for 24 hours). The pt had a follow-up visit the next day and was prescribed natamycin. The physician reported that if the eye infection had been bacterial, he would have expected clear improvement within 24 hours, but this was not the case. He was then referred to a specialist the following day, who confirmed the corneal ulcer and referred the pt to another physician the same day. This physician diagnosed the pt with a contact lens related fusarium ulcer in the right eye. The pt was prescribed topical natamycin and was treated by this physician during the same month. The pt recovered with a corneal scar with good vision. This physician attributed this event directly related to renu with moistureloc multi-purpose solution.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formual and recalling all distributed product.